Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user hit their head in the middle of (B)(6) 2022. The auditory response became worse after the event occurred and the in-situ measurements showed abnormal results.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
Reportedly, the user hit his head in the middle of (b)(3) 2022. The auditory response became worse after the event occurred and in-situ measurements showed abnormal results. The user has been reimplanted on (b)(3) 2022.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet. If the device is received in the future, the case will be re-opened and the device investigated.

Event description:
Reportedly, the user hit his head in the middle of (B)(6) 2022. The auditory response became worse after the event occurred and in-situ measurements showed abnormal results. The user has been reimplanted on (B)(6) 2022.